Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) to analyze, and error 32100 was confirmed as having occurred in the field, but it was not replicated. Logs recorded error 32100 pointing to the axes controller, arm (aca). The unit was placed on an in-house system and was run in normal mode without errors. The unit passed all testing specification. The complaint regarding error 32100 was confirmed based on the field evaluation and failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initialized with the error. The issue was identified before surgical ports placement. The customer elected to abort the procedure until an isi field service engineer (fse) replaced the usm. There was no report of patient involvement.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Repeated error 32100 occurred on the universal surgical manipulator (usm) 3 upon startup and was not recovered by hard power-cycle. During field evaluation, the fse conducted an inspection and was ale to reproduce the error. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Isi received the usm 3 related to this complaint for evaluation, but failure analysis investigation has not been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted following the completion of product evaluation and if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, a recoverable fault 32100 occurred repeatedly. The customer performed power cycle of the system; however, the same issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed event logs via onsite and found recoverable fault 32100 pointed to the universal surgical manipulator (usm) 3. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.